Event description:
In the process of setting the endotine forehead 3.0 on (B)(6) 2015, the attachment to fix bone suddenly broke down. Because of absence of additional attachments, it was decided to establish endotine as it was. At time of patient discharge from hospital, eyebrow symmetry was preserved. When the patient came back for removal of sutures, clear asymmetry of the eyebrows was noted. It was decided to explant the original device and insert another one on (B)(6) 2016 to repeat the endoscopic forehead lift. During the second surgery, the doctor found endotine was not in its initial fixing. Second surgery was successful and patient is doing well.